Event description:
The consumer reported her husband used the product for less than eight hours on his lower back. When the patch was removed, the consumer described burned skin in the area worn which healed within a week. The consumer received medical advice from family members, who were nurses, and treated the area with vaseline and gauze.

Manufacturer narrative:
Since this a disposable single-use device, the patch is unavailable for evaluation and since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.